Event description:
The customer contacted heartsine to report that their device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device was able to verify the reported issue. It was observed that the +ve terminal pogo-pin would fall into its barrel upon rotation of the device, which resulted in an intermittent connection between the device and pad-pak. The cause of the reported issue was determined to be a faulty +ve pogo-pin. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.